Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis server and pyxis machines were not communicating following a power failure that occurred overnight. The server was unable to come back online, and the pyxis stations across the site were not communicating. A technical support specialist (tss) observed from the remote smart service that the application server and report server were offline while access to the database server was available. The tss was unable to establish a remote desktop connection or network communication with the application server and report server, indicating connectivity issues. Coordination was completed with the site to perform a server reboot, after which access to the application server was restored and the running services were verified. The tss confirmed that data processing availability had returned to normal and restarted the external services, which allowed messages to begin crossing successfully. Verification showed that current messages were being received correctly. Further review identified that the extract, transform, and load process had stalled, which was resolved by restarting the process and monitoring multiple cycles to confirm successful completion. Reporting functionality was restored by restarting the sql server reporting services on the report server and validating configuration settings. Successful report generation was confirmed from the pharmacy enterprise server, and final verification with the customer confirmed resolution of the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server machines and server were not communicating after a power failure. However, there were no delays, adverse events or injuries reported based on this event.